Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared elective replacement indicator (eri) prematurely. The device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed. The device was tested for potential leakage in the battery bypass capacitor. There was a leakage at which the device was drawing higher than normal current. Laboratory confirmed the clinical observations.